Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused cephalee's, irritation to the skin/eyes and respiratory tract, asthma, redness of the skin of the face and under the eyes and sneezing. The patient did not report to receive medical intervention. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.